Manufacturer narrative:
A boston scientific technical services consultant stated that it may be possible that the last time the patient was seen, the device was close to switching to the next section of the battery and since the device rounds up, it would not indicate that it was close to changing. The caller stated they will see the patient again in three months time. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that six months ago this pacemaker showed three years of remaining longevity. Today, it displayed only one year of remaining longevity.